Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital; e1. Initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulty occurred. A 6mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the guidewire could not be pulled out. There were no patient complications reported.